Event description:
On (B)(6) 2010, pt reported the down button on infusion device was working intermittently. This was first noticed one month prior when trying to bolus. Both up and down buttons responded as intended during troubleshooting call. Pt has used infusion device for approximately 2 years and boluses 5-6 times per day. Infusion device was not dropped or exposed to water or insulin ingress. Down button pops up after being pressed. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. Infusion device was replaced and requested for eval.